Event description:
It was reported that during a deep anterior resection procedure,the device could only be fired by excessive force, which resulted in an incomplete staple line. Procedure was finished with a competitor's device. No further information is available. There was no reported pt consequence.